Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were distorted, deformed and lifted upwards from the stent profile. The stent also slightly moved distally on the balloon. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the proximal portion of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50x32mm promus element plus drug eluting stent, it was noted that the proximal stent edge was damaged. There was no resistance felt while preparing the stent. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50x32mm promus element¿ plus drug eluting stent, it was noted that the proximal stent edge was damaged. There was no resistance felt while preparing the stent. The procedure was completed with another of the same device. The patient's status was stable.